Manufacturer narrative:
The returned meter was tested with retention strips and retention controls. Control ranges: level 1: 30 - 60 mg/dl level 2: 261 - 353 mg/dl results: level 1: 44, 45, and 45 mg/dl level 2: 305, 308, and 305 mg/dl all returned results are within the acceptable range. The meter was disassembled where residues of fluid (blood/qc/cleaning/disinfection agent) were observed in the strip port.

Manufacturer narrative:
Qc was performed within 24 hours prior using unexpired controls and passed for both levels of qc. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 11:43 am the result was 17 mg/dl. At 11:44 am the result was 12 mg/dl. At 11:48 am the result was 91 mg/dl.